Event description:
Event description guidant received information that the patient presented to the healthcare facility with syncopal episodes. The device had storred several tachycardic episodes and loss of capture was visualized on the ventricular lead. In addition, the impedance measurements had decreased in both unipolar and bipolar configuration, but were still within an acceptable range. Sensing measurements were appropriate.